Event description:
Customer reported via phone, the insulin pump had alarmed motor error during bolus. Customer's blood glucose was 269 mg/dl. Troubleshooting was performed and it the device was able to complete rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer called back on 05/08/2015 and stated she was hospitalized due to low blood glucose levels. Customer states he was of the device and was working with nurse to control blood glucose. Customer checked blood glucose and device told her to administer 1.5 units to correct but also informed customer had 2.5 units of active insulin. Nurse told her to take the recommended dosage. Customer's blood glucose lowered to 22 mg/dl and was given glucagon shots; it came up to 36 mg/dl. Nurse then took the customer to the emergency to get hydrated and treated for low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The motor was tested outside the device and passed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.